Event description:
The following information was provided: the mps reported that: checkpoint 3.5mm hex impaction broken in the patient. A piece remains in the parietal bone, either in the bone or loose. This has happened twice with the same cp.